Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/23/2021 h.6. Investigation: four photos, thirty-two (32) samples, and one empty packaging were received by our quality team for evaluation. Foreign matter was observed on the surface of the cannula from two of the photos. The samples were subjected to visual inspection. Six of the samples were observed with gel on the cannula. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team¿s investigation, it is observed that there is excessive gel on the cannula. Gel on the cannula could be generated from the assembly process. Silicone gel is used as lubrication to the cannula in the assembly process. The cause of the gel on the cannula could be due to the manifold screw hole being choked causing the gel to coagulate and transfer to the pad leading to excessive silicone supplied from time to time. H3 other text : see h.10.

Event description:
It was reported that 5 needle 18g 1-1/2in tw contained foreign matter. The following information was provided by the initial reporter: "it was reported that a ¿gel-like¿ contamination was observed during in-process checks. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 needle 18g 1-1/2in tw contained foreign matter. The following information was provided by the initial reporter: "it was reported that a ¿gel-like¿ contamination was observed during in-process checks. "